Event description:
The patient reported that her blood glucose (bg) levels were increasing, with a current reading of 218 mg/dl. She stated that the cleo 90 infusion set tubing had detached from the adhesive securing it to her body, resulting in an interruption of insulin delivery. The patient was at home and replacing the infusion site to restore insulin administration. The event involved the patient; however, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.